Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported battery depleted. A review of the event history log identified 'battery very low' and 'battery depleted' messages. Evaluation observed the customer alternating current (ac) adapter was not able to charge battery or provide ac power to the pump as the assignable cause. A failing ac power cord that is not able to deliver charge to the battery may cause the battery to deplete to the point where the pump prompts 'battery very low' or 'battery depleted'. The ac power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a depleted battery. There was no patient involvement. No additional information is available.